Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r and 162747-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05127. It was reported the patient is experiencing discomfort described by the patient as heating at the ipg pocket site that radiates while recharging the ipg. The patient reports the pocket site is hot to touch. The patient was advised to turn the stimulation off while recharging the ipg. A replacement charging system was sent to the patient. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. The organization has made the decision to include the charging system with regard to heating while charging issues related to this letter. The charging system has been added to this event as a new device report with the supplemental information regarding the ipg.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05127. Upon further investigation it was determined the charger model was 3722 not 3721 thus we are retracting the previous information regarding the fsca related to pocket heating.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05127. Follow up information identified the patient continues to experience warmth during recharging. The replacement charging system did not resolve the issue. The patient is following up with the physician.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05127. Follow up information identified surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05127. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.